Event description:
Information was received indicating that a patient with a smiths medical portex® blue line ultra® tracheostomy tube could not be used normally. It was reported that an airbag was attempted to be used but "could not be fully charged; leaking." Subsequently, a tube change out was performed with no reported adverse effects.